Event description:
It was reported that during testing of the pulse oximeter the sound delivered from the speaker sounded "weak and raspy". There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A technical support engineer (tse) assisted the distributor with troubleshooting the device via phone. Upon visual inspection of the device, the distributor found the speaker wires to be pinched. The distributor stated neither the device nor it's components will be returned to the manufacturer for analysis.